Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired the same day. It was further alleged that the event was caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
(B)(4) was used for cardiac event, as there is no code available that best describes cardiac event. This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of any additional information.